Manufacturer narrative:
The customer reached out to philips via a national medical products administration report (nmpa#1294426522023000596) requesting an investigation of this issue. It was reported (that a 78-year-old female patient decompensated, exhibiting low blood pressure (bp), low heart rate and severe desaturation. The patient was immediately given balloon ventilation and medical rescue was performed. The patient recovered with 98% blood oxygen, 88/66mmhg blood pressure, and 82 beats/min. After the rescue, the patient became conscious; however, though the electrocardiogram (ECG) showed sinus rhythm, the heart rate for ECG was zero and the device was stopped. The hospital reported the event as a potential adverse event that may cause serious injury; however, no details were provide. Moreover, additional information received indicated the reported issue of the device; did not impact the patient¿s outcome. It has been confirmed that the hospital equipment department replaced the cable -cardiac conductance line- restoring the device to normal use; and that no injuries occurred. Based on the information available and the testing conducted, the cause of the reported problem was due to a faulty cardiac conductance line. The reported problem was confirmed. The device was operational after repairs were completed by the hospital equipment department. It was confirmed the device did not cause or contribute to a death or serious injury.

Event description:
Philips received a complaint on the intellivue mp5 indicating that ¿the ECG monitoring showed that the patient's blood pressure was 82/42, heart rate 42 times/min, weak breathing, and blood oxygen saturation of 24%.

Manufacturer narrative:
The customer reached out to philips via a national medical products administration report (nmpa#(B)(4)) requesting an investigation of this issue. It was reported (that a 78-year-old female patient decompensated, exhibiting low blood pressure (bp), low heart rate and severe desaturation. The patient was immediately given balloon ventilation and medical rescue was performed. The patient recovered with 98% blood oxygen, 88/66mmhg blood pressure, and 82 beats/min. After the rescue, the patient became conscious; however, though the electrocardiogram (ECG) showed sinus rhythm, the heart rate for ECG was zero and the device was stopped. The hospital reported the event as a potential adverse event that may cause serious injury; however, no details were provide. Moreover, additional information received indicated the reported issue of the device; did not impact the patient¿s outcome. It has been confirmed that the hospital equipment department replaced the cable -cardiac conductance line- restoring the device to normal use; and that no injuries occurred. Based on the information available and the testing conducted, the cause of the reported problem was due to a faulty cardiac conductance line. The reported problem was confirmed. The device was operational after repairs were completed by the hospital equipment department. It was confirmed the device did not cause or contribute to a death or serious injury. The reported issue was confirmed to potentially happen as predicted by the safety risk assessment (sra#xxx) missing info from rmr. The risk is covered by our risk documentation, and the risk has been mitigated as much as possible. The risk assessment has concluded that the benefits of the monitoring system outweigh the assumed risks.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported after the patient decompensated, exhibiting low bp, low heart rate and severe desaturation, intervention was performed to stabilize the patient; however, though the ECG showed sinus rhythm, the heart rate for ECG was zero and a 'new bo stopped'. The device does not appear to have been related to the decompensation of the patient; however a good faith effort was initiated to confirm the device was not a factor and did not contribute to the patient event.